Event description:
It was reported that the pt underwent surgery for implant of spinal rods and screws. Ten minutes following the procedure, the pt died. It was reported that there was no relation between the implants and the pt's death. It was reported that the autopsy did not show any cardiac pathology or failure and no pulmonary embolism. It was also reported that the pt was stressed before anesthesia and told the anesthesiologist he hadn't been feeling well for 2 or 3 days before surgery and was hesitant whether to accept the procedure.

Manufacturer narrative:
No device was returned to medtronic for eval. No applicable info was provided to determine cause for the reported event, however, we do not believe there is any relation between the implants and the pt death.